Event description:
Additional information was received from the patient. They reported, the same issues as previously stated. That they had an infection with the ins, a revision, and removal. They also reported, they thought they became infected in probably "february", and then had the ins removed. And the new ins implanted in maybe "april". After reviewing the dates in registration, the patient noted, they were "maybe right", but could not confirm the dates. No further complications were reported at this time.

Manufacturer narrative:
Continuation of d11: product ID: 3889-33, lot# va1sxec, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. B3. Event date updated to no information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1sxec, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 11-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that post implant the patient¿s incision did not completely heal because it was created right at the pant line and clothes kept rubbing on the incision and an infection began. The incision was created in the low back, right at the patient¿s hip. The patient reported being very unhappy that the healthcare provider chose to place the ins at that location because they specifically asked that it be located on their buttock. The patient was seen at the healthcare provider¿s office to address the infection for many months. The patient stated that to correct the infection issue, the healthcare provider did a revision of the pocket in late (B)(6) 2019, but the infection continued, so the healthcare provider decided to remove the ins on an unknown date. The patient reported the infection continued so the healthcare provider did a lead removal in approximately late may or early june. Once the system was completely removed, the patient focused on clearing their infection before returning for a full re-implantation (B)(6) 2019. The issue was reported to be resolved at the time of the report and the patient was re-implanted. No further complications were reported.